Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was beeping and black circle on the screen with button error alert. The blood glucose was unknown. Customer was asked if the pump had gotten wet or had been hit, but he said that he did not recall. Customer was asked to remove the battery from the pump for 30 minutes and then reinsert the battery but the error was returned. The device will not be returned for the analysis.